Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported abnormal image color tone (image is magenta or green only) could not be determined, however, the issue was likely the result of a damaged image sensor unit due to user handling/mishandling and or a faulty circuit board connector/component. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment. Inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had an image abnormality. There was no report of patient harm. The device was returned, evaluated, and the color tone of the image was abnormal due to damage to the imaging unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the improper image color tone, other evaluation findings are as follows: a noise image occurred due to damage on the charged coupled device unit and a shaved electrical contact of the video connector; and the adhesive on the bending section cover was chipped. Lastly, there were scratches on the following parts: the bending section cover, the video connector, the control unit, the grip, the upward/downward plate, the right/left plate, the forceps elevator lever, the angulation lever, the right/left lever, the light guide connector, the light guide cover glass, the video connector case, and switch#1. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.